Manufacturer narrative:
D3: address corrected. H3: one device was received for evaluation. The service history review identified there may be an indication that the complaint was related to a service of the device within the review. The reported issue was confirmed through the occlusion test as the device alarmed cassette not attached properly when latch lock closed. Further inspection identified a delaminated downstream occlusion (dso) seal and a scratch on the upstream occlusion sensor. The root cause of the issue was a bad dso sensor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed the cassette not attached properly alarm. There was no patient involvement. The issue was discovered during testing.